Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of occurrence is (B)(6) 2018. The device was not returned for evaluation. Without the device returned for analysis and specified failure mode a conclusive cause for the reported event could not be determined; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported as a general comment that suture placement with proglide devices were attempted in common femoral arteries using the perclose technique prior to abdominal aortic aneurysm (aaa) procedures. Reportedly, unknown device failures occurred with several proglide devices. Additional proglide devices were used for successful suture placement using the perclose technique. The aaa procedures were completed. Hemostasis was achieved using pre-placed sutures from proglide devices. There were no reported adverse patient sequelae. There was no reported clinically significant delays in the entire procedure. No additional information was provided.